Event description:
Customer was changing cartridge yesterday and plunger fell out when customer was removing the plunger rod. Some insulin spilled in cartridge compartment and the rest spilled outside pump. Plunger fell out of cartridge by itself and customer did not pull out plunger. No adverse events reported. Device not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.